Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. No physical damage that would impede reprocessability was found on the air/water channel of the device. No deviation from instructions for use (IFU) was found in the customer's reprocessing method. The event can be detected and prevented according to the following IFU: operation manual chapter 3 preparation and inspection reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported the channel of the evis exera iii colonovideoscope was clogged. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle of the insufflation channel was blocked with a dark rubbery foreign material. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the bending section cover adhesive was worn out, the distal end insulation was out of standard value, the light guide lens was cracked, the bending angulation was out of the standard values, and the insertion tube was snaky. This event is under investigation. A supplemental report will be submitted upon receiving additional information.